Event description:
The hospital reported that a small piece of banding on the tip of the bronchoscope dislodged in the patient's airway during a diagnostic bronchoscopy. The foreign material was suctioned out of the airway using the same device during the same procedure. The patient was reported to have tolerated that procedure very well. There was no complications and no patient injury reported.

Manufacturer narrative:
The device referenced in this report had been returned to a service center in 2007 with no reference to this reported event. The device had been received with a report that the "gray tape at tip of scope torn off." During the evaluation of the device, it was confirmed that the portion of a band at the end of the device had detached. The device was then serviced and returned to the customer. On june 25, 2007, olympus received a medwatch report stating that the device was used in a procedure. The risk manager in the facility was contacted for additional information. According to the risk manager, the device has been returned to service following this occurrence and no further problems reported sine then. The risk manager also informed the company that the device was reprocessed in a steris machine. The cause of the user's experienced cannot be conclusively determined at this time. However, user handling and reprocessing method could not be ruled out as a contributing factor to the user's experience. This report is being filed as an MDR in an abundance of caution.